Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 3rd october 2017. Upon receipt, the device was issuing no audio prompts as per the reported fault. Measurements taken during the investigation confirmed a failure of the speaker. No abnormality was observed on the speaker cable, its solder pads on the speaker pcb or the speaker cone, which would indicate an internal fault on the speaker coil. The failure of the speaker did not impede the unit¿s ability to deliver shock therapy during investigation, as the device proceeded to prompt therapy via the instructional led's. Heartsine records indicate the hdf-3500 was subject to heartsine final unit test on the 3rd october 2017 and then omron goods inward testing on the 4th december 2017. The operation of the speaker was verified multiple times throughout these procedures. Furthermore, information from the history log showed the device was power cycled numerous times throughout its first 2 years in service. Multiple manual power ons were then recorded on the (B)(6) 2019, which would suggest that the fault was detected at this time. These factors would indicate a latent failure of the speaker.

Event description:
Green status indicator flashing but no sound when switched on. There was no patient involved in this event.